Manufacturer narrative:
Concomitant products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
It was reported that the patient was drying their hair today and then they had a lot of pain from the incision and could barely walk. The stimulation had not been turned on and the patient had not been given a programmer. The patient couldn't be programmed because they were in so much pain. The patient had pain, a burning feeling excruciating. The patient felt like someone was putting a hot poker and turning it at the implantable neurostimulator (ins) site. The pain killers calm them down but they couldn't sit for 5 min without being in pain. It was also painful when trying to lie down and had to roll to one side first. The patient had weakness in their legs and couldn't even walk a block. According to the physician, there was no infection present. It was unknown if a culture was performed. The patient had an appointment to try and program. There were no product issues reported. Additional information received reported that the patient had pain at the incision site. The battery was less than [illegible]. The patient experienced pain at the incision site or battery less than 1 month after surgery. An examination of the back occurred. Time and encouragement of healing occurred. The cause of the event was determined to be post operative pain. This was not device related. The patient recovered without permanent impairment. Additional information received reported that the patient was going to meet with the manufacturer's representative (rep) sometime the week of (B)(6). She couldn't sit (20 minutes at maximum), couldn't walk further than a block, and couldn't stand very long. The incision was still tender to the touch and it wasn't helping the pain in the patient's legs and she had pain in the low back. The patient stated she was still a mess and thought something was wrong but the doctor's office acted like it was normal. The patient further reported this surgery was the worst of any of the surgeries she had ever had. The consumer reported that the device was removed, but the leads remain implanted. The caller noted still being in pain, was upset regarding the MRI restrictions and was inquiring about having it all removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.